Manufacturer narrative:
On 06/30/2015 medtronic representative unplugged and inspected all cable connections for the camera. The system appears to be fully functional. Return requested. Replacement ext scu to r/a psu cable shipped to site 06/30/2015. Medtronic investigation of suspect ext scu to r/a psu cable, returned to manufacturer on 07/08/2015, finds the cable to be in good condition and passed a continuity test with no opens or shorts detected. The cable was also flexed during the continuity test to reveal any intermittent opens or shorts. No problem found. No fault found. Return requested. Replacement int scu to psu cable shipped to site on 06/30/2015. Medtronic investigation of suspect int scu to psu cable , returned to manufacturer on 07/08/2015, finds the returned cable to be in good condition and passed a continuity test with no opens or shorts detected. The cable was also flexed during the continuity test to reveal any intermittent opens or shorts. No problem found. No fault found. On 07/01/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system camera localizer was not communicating within the register page of synergy spine. The camera icon had a red cross through it. In trouble-shooting, the site re-started the navigation system and re-entered the software. The software functioned as expected. After reviewing images of positioning sensor unit (psu) and polaris spectra system control unit (scu) logs, it appears that the psu had intermittent communication to the scu. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿